Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. According to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to endoleak. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
On (B)(6) 2017, this patient was implanted with a gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. On (B)(6) 2018, follow-up imaging identified an endoleak (type unknown) with aneurysm enlargement of an unknown amount. It was reported the cause of the endoleak is unknown. On (B)(6) 2018, imaging reportedly identified a type ii endoleak originating from multiple lumbar arteries. On same day, an embolization procedure was reportedly performed for treatment of the endoleak. It was reported the procedure was successful in resolving the endoleak. The patient reportedly tolerated the procedure with no adverse events.